Event description:
I used (B)(6) adhesive bandages to treat a burn wound for 3 days. By the end of that time I had some slight irritation and discontinued use. Over the last week since I stopped use, the dermatitis has become progressively very severe and will not subside despite multiple attempts to treat. I have a wound now of skin injury in the precise shape of the bandage on my skin in addition to the original injury. FDA safety report ID# (B)(4).